Manufacturer narrative:
Checking the manufacturing charts of the involved lots #2404538, #2410261 and #2409395, no pre-existing anomaly was found on the 11, 24 and 50 devices manufactured respectively. This is the first and only complaint received on those lot #s. We submit a final MDR when the investigation is complete.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2025, due to the patient been sore and stiff after the primary surgery. The plan was to release more soft tissue, replace the glenosphere and liner and assess joint. The following devices were explanted and replaced: · smr al2o3 - liner medium ø44 (product code 1362.39.015, lot #2404538 - ster. 2400063) - device not sold in the us. · smr connector small r (product code 1374.15.305, lot #2410261 - ster. 2400086). · smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #2409395 - ster. 2400076) - device not sold in the us. Primary surgery took place on (B)(6) 2024. Patient is a male, 43 years old. Event happened in australia.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2025, due to the patient been sore and stiff after the primary surgery. The plan was to release more soft tissue, replace the glenosphere and liner and assess joint. The following devices were explanted and replaced: · smr al2o3 - liner medium ø44 (product code 1362.39.015, lot #2404538 - ster. (B)(4)) - device not sold in the us. · smr connector small r (product code 1374.15.305, lot #2410261 - ster. (B)(4)). · smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #2409395 - ster. (B)(4)). - device not sold in the us. A reverse hp lateralizing liner medium of dia.44mm, a reverse hp glenosphere of dia.44mm, a new connector small-r and a reverse humeral body were implanted. Primary surgery took place on (B)(6) 2024. Patient is a male, 43 years old. Event happened in australia.

Manufacturer narrative:
Checking the manufacturing charts of the involved lots #2404538, #2410261 and #2409395, no pre-existing anomaly was found on the 11, 24 and 50 devices manufactured respectively. This is the first and only complaint received on those lot #s. Device analysis: devices involved were not returned to limacorporate for further analysis. No pre-operative x-rays related to the revision surgery were available on this post-operative issue. The complaint source further shared that the patient did not follow the recovery plan very well, and since the first surgery, he had soreness. According to the received information, the surgeon found soft tissue tensioning as the cause of the pain. Based on the information received, we are not able to further investigate the root cause of the event. However, stating that: · check of manufacturing charts highlighted no anomalies on the devices manufactured with lots #2404538, #2410261 and #2409395; · according to the received information, the patient has been sore and stiff after the primary surgery; · according to the additional information received, the patient did not follow the recovery plan very well, and the surgeon found soft tissue tensioning as the cause of the pain. We can state that the event was not product related, rather it is surgical and patient-factor related. Pms data: according to limacorporate pms data, the revision rate of smr reverse prostheses due to pain, loss of range of motion and stiffness is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue.